Manufacturer narrative:
(B)(4).

Event description:
It was reported pump device system was removed due to an infection. The infection was located at pump pocket. The infection was resolved. Cultures were done the result was (B)(6). No product was available for return. It was also reported infection was not associated with product. The drug being used in the pump was morphine.

Manufacturer narrative:
Product ID 8703w, lot# l42498, implanted: 1997 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).